Event description:
This is being filed to report a single leaflet device attachment (slda) of the second mitraclip xtw implanted on the tricuspid valve. It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), degenerative mitral regurgitation (mr) and a bidirectional shunt. Prior to treating the tricuspid valve, two mitraclips were implanted on the mitral valve. The mitral regurgitation (mr) was reduced from severe to mild. At the end of the mitral valve procedure, it was decided to treat the tricuspid valve with a mitraclip xtw. The first xtw was implanted at the antero-septal leaflets. The tr was reduced to moderate. An additional xtw clip was implanted on the postero-septal leaflets. As this second xtw clip was detached from the clip delivery system (cds), the device detached from the septal leaflet. A single leaflet device attachment (slda) occurred. The tr was reduced to grade 2. There was no indication of an adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the cause of the reported slda cannot be determined. The reported off-label use was due to the device being used on a tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design, or labeling.